Manufacturer narrative:
No part of the device was returned for evaluation. No imaging was supplied to assist the investigation. No additional information was received, despite three requests being made. A review of device history record could not be completed as the lot number is unknown. The instructions for use (IFU) supplied with the complaint device was reviewed and contains appropriate warnings and precautions for use. Endoprosthesis, including the following, is listed under adverse events: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Based on the information provided a definitive root cause could not be determined. However, the possible root causes are: - fenestration diameter is incompatible with visceral stent diameter - inadequate flaring of visceral stent - inadequate length within the main graft body - material degradation at fenestration joint - fenestration damage by deployment of visceral stent - patient factors

Event description:
As initially reported to customer relations: (B)(6), 2022 ¿anatomic characteristics associated with superior mesenteric artery stent graft placement during fenestrated para/suprarenal aneurysm repair¿ a total of 127 patients had undergone fevar with the zenith fenestrated endograft with from (B)(6) 2012 to (B)(6) 2020. 34 (26.8%) had been treated with an sma scallop, 38 (29.9%) with an unstented sma fenestration, and 55 (43.3%) with a stent grafted sma fenestration sma stent graft placement was associated with a shorter infrarenal (1.73 +/- 6 1.18 mm) and infra-sma (16.9 6 +/-10.3 mm) neck length. The practice patterns had shifted significantly during the study period, with 86% of study participants treated with the zfen in the first year receiving a device with an sma scallop compared with only 13% in the final year. In contrast, the proportion of patients in the stent grafted sma fenestration group had increased from 14% to 50% between the first and final year of the study period. All patients had undergone preoperative imaging using cta to facilitate the production of customized proximal main body grafts with the appropriate alignments for fenestrations and/or scallops. In the sma stent graft group, 8- to 10-mm icast covered stents (atrium medical, hudson, nh) were used to line the fenestrations, and a balloon was flared at the orifice to create a seal between the bridging stent and main body. Only 8 of 69 patients (11.6%) had required brachial access for sma stent placement owing to steep, downward angulation. Each patient was treated with a device configured to include two small, reinforced fenestrations for the renal arteries and lined with icast covered stents. We will generally cannulate the sma branch first, followed by complete main body device deployment, balloon molding, and renal branch cannulation. The wire location relative to the stent struts can be evaluated with fluoroscopy, and any concerns regarding wire centrality can be further evaluated with 6-mm balloon inflation. At the conclusion of each procedure, aortography is performed to evaluate for endoleaks and confirm branch patency. No significant differences were found in the mean aneurysm size among the three cohorts (p ¼ .79). The aortic diameter at the lower renal artery was significantly larger in the sma stent graft cohort than in the sma fenestration or sma scallop groups (30.8 6 6.8 mm vs 25.4 6 3.5 mm vs 26.1 6 4.2 mm; p ¼ .01). The sma stent graft group had had a significantly shorter infrarenal neck length (1.73 6 1.2 mm vs 4.92 6 1.2 mm vs 6.28 6 1.4 mm; p ¼ .03) and shorter infra-sma to proximal aneurysm distance (10.3 6 1.4 mm vs 23.8 6 1.2 mm vs 26.8 6 1.7 mm; p ¼ .001). Technical success in the form of aneurysm exclusion with branch patency and no type I or iii endoleak on the completion angiogram was achieved in all patients. The sma stent graft group had had significantly longer operative times compared with the sma fenestration or sma scallop groups (335.5 +/- 16.4 minutes vs 265.0 +/- 12.8 minutes vs 269.0 +/- 12.7 minutes; p < .001; table ii). Likewise, the volume of blood loss (770 +/- 143 ml vs 303 +/- 35 ml vs 519 +/- 80 ml; p ¼ .01) and transfusion rates (33% vs 8% vs 18%; p ¼ .01) were higher in the sma stent graft group. However, no significant difference was found in the contrast volume administered (92.2 +/- 5.17 ml vs 87.1 +/- 6.73 ml vs 93.1 +/- 5.89 ml; p ¼ .84), fluoroscopy time (65.4 +/- 3.76 minutes vs 58.3 +/- 3.94 minutes vs 51.4 +/- 4.75 minutes; p ¼ .05), or radiation dose (3765 +/- 460 mgy vs 2694 +/- 323 mgy vs 4061 +/- 1188 mgy; p ¼ .2). The length of hospital stay for the surviving patients ranged from 3 to 6 days without any significant differences across the three groups. All the patients were followed up with CT imaging at 1, 6, and 12 months, with annual follow-up thereafter. More recently treated patients were also followed up with renal and visceral duplex ultrasound to evaluate the stent grafts. Patients with chronic kidney disease were monitored with noncontrast-enhanced CT and concurrent abdominal duplex ultrasound for endoleak and renovisceral stent velocities. Reintervention with branch stent graft angioplasty or realignment was recommended for the patient with 50% stenosis. (B)(4). One patient (sma stent group) had right renal artery stent dislodgement which required amplatz occlude to small fenestration.

Event description:
As initially reported to customer relations: jammeh, 2022 ¿anatomic characteristics associated with superior mesenteric artery stent graft placement during fenestrated para/suprarenal aneurysm repair¿ a total of 127 patients had undergone fevar with the zenith fenestrated endograft with from june 2012 to may 2020. 34 (26.8%) had been treated with an sma scallop, 38 (29.9%) with an unstented sma fenestration, and 55 (43.3%) with a stent grafted sma fenestration sma stent graft placement was associated with a shorter infrarenal (1.73 +/- 6 1.18 mm) and infra-sma (16.9 6 +/-10.3 mm) neck length. The practice patterns had shifted significantly during the study period, with 86% of study participants treated with the zfen in the first year receiving a device with an sma scallop compared with only 13% in the final year. In contrast, the proportion of patients in the stent grafted sma fenestration group had increased from 14% to 50% between the first and final year of the study period. All patients had undergone preoperative imaging using cta to facilitate the production of customized proximal main body grafts with the appropriate alignments for fenestrations and/or scallops. In the sma stent graft group, 8- to 10-mm icast covered stents (atrium medical, hudson, nh) were used to line the fenestrations, and a balloon was flared at the orifice to create a seal between the bridging stent and main body. Only 8 of 69 patients (11.6%) had required brachial access for sma stent placement owing to steep, downward angulation. Each patient was treated with a device configured to include two small, reinforced fenestrations for the renal arteries and lined with icast covered stents. We will generally cannulate the sma branch first, followed by complete main body device deployment, balloon molding, and renal branch cannulation. The wire location relative to the stent struts can be evaluated with fluoroscopy, and any concerns regarding wire centrality can be further evaluated with 6-mm balloon inflation. At the conclusion of each procedure, aortography is performed to evaluate for endoleaks and confirm branch patency. No significant differences were found in the mean aneurysm size among the three cohorts (p ¼ .79). The aortic diameter at the lower renal artery was significantly larger in the sma stent graft cohort than in the sma fenestration or sma scallop groups (30.8 6 6.8 mm vs 25.4 6 3.5 mm vs 26.1 6 4.2 mm; p ¼ .01). The sma stent graft group had had a significantly shorter infrarenal neck length (1.73 6 1.2 mm vs 4.92 6 1.2 mm vs 6.28 6 1.4 mm; p ¼ .03) and shorter infra-sma to proximal aneurysm distance (10.3 6 1.4 mm vs 23.8 6 1.2 mm vs 26.8 6 1.7 mm; p ¼ .001). Technical success in the form of aneurysm exclusion with branch patency and no type I or iii endoleak on the completion angiogram was achieved in all patients. The sma stent graft group had had significantly longer operative times compared with the sma fenestration or sma scallop groups (335.5 +/- 16.4 minutes vs 265.0 +/- 12.8 minutes vs 269.0 +/- 12.7 minutes; p < .001; table ii). Likewise, the volume of blood loss (770 +/- 143 ml vs 303 +/- 35 ml vs 519 +/- 80 ml; p ¼ .01) and transfusion rates (33% vs 8% vs 18%; p ¼ .01) were higher in the sma stent graft group. However, no significant difference was found in the contrast volume administered (92.2 +/- 5.17 ml vs 87.1 +/- 6.73 ml vs 93.1 +/- 5.89 ml; p ¼ .84), fluoroscopy time (65.4 +/- 3.76 minutes vs 58.3 +/- 3.94 minutes vs 51.4 +/- 4.75 minutes; p ¼ .05), or radiation dose (3765 +/- 460 mgy vs 2694 +/- 323 mgy vs 4061 +/- 1188 mgy; p ¼ .2). The length of hospital stay for the surviving patients ranged from 3 to 6 days without any significant differences across the three groups. All the patients were followed up with CT imaging at 1, 6, and 12 months, with annual follow-up thereafter. More recently treated patients were also followed up with renal and visceral duplex ultrasound to evaluate the stent grafts. Patients with chronic kidney disease were monitored with noncontrast-enhanced CT and concurrent abdominal duplex ultrasound for endoleak and renovisceral stent velocities. Reintervention with branch stent graft angioplasty or realignment was recommended for the patient with 50% stenosis. (B)(6): one patient (sma stent group) had right renal artery stent dislodgement which required amplatz occlude to small fenestration.

Manufacturer narrative:
(B)(6), (B)(6) (same patient), (B)(6), and (B)(6) are related. Jammeh ml, sanchez la, ohman jw. Anatomic characteristics associated with superior mesenteric artery stent graft placement during fenestrated para/suprarenal aneurysm repair. J vasc surg. 2022 jun;75(6):1837-1845.e1.